Manufacturer narrative:
Clinical review revealed no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
The patient was initiated on antifungal therapy via ip route; dose route and regimen not reported.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported that a patient was hospitalized with peritonitis. On (B)(6) 2016 her peritoneal dialysis catheter was removed.